Manufacturer narrative:
Analysis received the unit with moisture damage on the keypad traces. There was moisture damage found on the electronic and motor assemblies. However, all buttons functioned properly and all operating currents were within specifications. There was no unexpected low battery, off no power or battery out of limit alarms noted during testing. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the buttons on the insulin pump are not working. The customer's blood glucose was 363 mg/dl at the time of incident. The customer stated the insulin pump was exposed to moisture. The customer stated the insulin pump received a battery out limit alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.